Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to charging difficulties and magnetic resonance imaging (MRI) preferences. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient reported a decreased in pain.